Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the implant summary card received previously implanted artivion tissue was explanted from a patient on (B)(6) 2024. Artivion implant database revealed sgpv00 serial number: (B)(6) for this patient. This investigation is relegated to sgpv00 serial number: (B)(6) with allegation of explant due to repair of pseudoaneurysm.

Manufacturer narrative:
The certificate of assurance for pulmonary valve & conduit sg (B)(4) was reviewed. All attributes identified during inspection were documented appropriately. There are no rejectable attributes per qs3001 ¿ cardiac allograft attributes. During the final inspection of this graft, per gp1350, sub-assembly, inspection; graft, cardiac and vascular, the dilator should fully occupy the valve orifice at the level of the basal ring and should fully engage the annular circumference at the basal ring and fit without distention. As part of inspection of the graft, the final label measurements are determined by the inspector. The inspector¿s training records were reviewed, and the technician was found to be appropriately trained at the time the task was performed. No findings were identified that could have contributed to the reported event. According to the artivion implant database, the explanted tissue, sgpv00 serial number: (B)(6) was implanted into a 12-year-old male on (B)(6) 2024. The implant summary card indicates that it was used as a ¿pulmonary valve¿; other details related to this implant procedure are unavailable at this time. Per the initial information received, the homograft was explanted on (B)(6) 2024, approximately 5 months post-operative due to pseudoaneurysm; the specific location (proximal or distal) remains unknown. Operative notes are not available for the incident or reoperation currently and no additional information is pending. No tissue was returned for evaluation, and no laboratory or pathology reports have been provided to lend more information related to the cause or extent of the reported pseudoaneurysm. Homografts remain one of the most used materials for pediatric cardiac reconstruction procedures, despite the likely need for future reoperation. Our labeling lists known adverse events, including pseudoaneurysm formation, related to the use of homografts; many of which may lead to the explant. Reoperation for pseudoaneurysm formation in this patient population is a known occurrence also described in the literature. (Bielefeld 2001, brown 2005, kalfa 2012, rodefeld 2008, levine 1995). No tissue sample was returned for evaluation and there is insufficient information to determine a root cause of the reported pseudoaneurysm. Reoperation due to pseudoaneurysm in this pediatric population is not an unexpected outcome as reported in the literature. Adequate precautions are provided in our labeling. The synergraft cryopreserved human tissue a/dfmea was reviewed. The reported event is addressed in hazard step/item #s a.5 - 11a, 11b. The sg cryopreserved human tissue pfmea was reviewed. The reported tissue was not returned to for evaluation. A review of the tpl (tissue processing laboratory) report for sid# (B)(6) found no related issues. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. No tissue sample was returned for evaluation and there is insufficient information to determine a root cause of the reported pseudoaneurysm. Reoperation due to pseudoaneurysm in this pediatric population is not an unexpected outcome as reported in the literature. Adequate precautions are provided in our labeling. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion. References: 1. Bielefeld et al. Annals of thoracic surgery 2001; 71(2): 482-8. 2. Brown et al. Annals of thoracic surgery 2005; 80(2): 655-64. 3. Kalfa et al. European journal of cardiothoracic surgery 2012; 42(6): 981-7. 4. Rodefeld et al. The journal of heart valve disease 2008; 17(1): 119-26. 5. Levine et al. Annals of thoracic surgery 1995; 59: 60-66.